Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745 programmer (serial number (B)(6)) revealed that the connector pins on the rtm connector were broken/damaged. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. It was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt mentioned the charging was "hit or miss" and sometimes the device would charge and sometimes the device would not charge. Pt said the device charged slow. Pt said event date was a couple of weeks ago. Pt said that sometimes they would start charging and it would not connect and sometimes would shut off. Pt had reset the controller several times. During the call, the pt started recharging the ins with a recharge quality of excellent/good. Ins charge was 100% and controller charge was 80%. Ins charge went down to 90% and then incremented back up to 100% during the call. Controller charge went down to 70%. Pt then mentioned the issue was with charging the controller. Pt plugged the controller into the ac power supply and the controller did not charge; no green blinking light. Pt performed reset on the controller and then saw the green blinking light. Pt unplugged the ac power supply and plugged the ac power supply back in and green light stopped blinking. Pt reset controller and then when they plugged the ac power supply back in, controller said "replace controller batteries." Pt installed li battery pack and message went away and controller was on batteries screen, but was not charging. Pt cleaned ac power supply contacts and controller port and then controller started charging as expected. Pss suggested the pt monitor the issue and call back if the issue persisted. Additional information was received from the patient. The pt called back and reported seeing a message that said call manufacturer, but now the screen was black and the controller "wouldn't light up or anything." Pt said their battery was empty, but had a hard time explaining if the issue was with the controller battery or their ins. Pt said they had been trying to reset controller all day yesterday to no avail. Agent walked pt through resetting controller without li battery pack by plugging into ac power (screen came on), then reinserting battery pack (pt said green light did not flash), then 'batteries empty [79]: cannot continue. Replace the controller batteries.' Displayed. Agent had pt remove and reinsert battery again to check connection pins - pt said they looked okay. When battery was put back in, the pt was asked if they saw flashing green light and pt said, "no, there is a flashing green light, but what happened yesterday was showed charging excellent where shows low battery, after a couple seconds the screen goes blank... Screen goes white, then black." Pt first denied the issue was related to this previous call/case, then at the end of call pt said the controller was doing the same things as when they previously called. Pt thought they need a new battery, but pt recently had li battery replaced. Pt called back on 2023-jun-06 and says they got the new controller and are still seeing the "battery empty" screen and says that this screen comes up even when rtm isn't plugged in. Pt went to use controller during the call and it went to setup screen. Pt set it up and plugged in rtm and it went right to battery empty screen. They plugged in ac power cord and it went to the setup for implant screen again. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). Pt called and mentioned they got the replacement controller and recharger, but were still getting "batteries low: recharge the controller." Patient services specialist(pss) reviewed meaning of message and pt plugged controller into ac power supply. Pt got pairing screens and then pss suggested the pt charge the controller for 1-2 hours and then plug in the recharger to charge their implanted neurostimulator(ins). Pt will call back if issue persists.